Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep vein thrombosis and suspension of anticoagulation therapy had an infrarenal filter deployed without complication. The patient tolerated the procedure well. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for tilt and pe post deployment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and suspended anticoagulation treatment. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. Allegedly, the patient experienced deep vein thrombosis and pulmonary embolism post filter implant. The device has not been removed and there were no reported attempts made to retrieve the filter. Reportedly, the patient experiences intermittent chest pain; however, the status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months later, the patient presented with complaints of chest pain. The onset of the pain has been sudden and has been occurring in an episodic pattern for 4 days. After one month, the patient was diagnosed with pulmonary embolism and infarction. After eight years and two months, computerized tomography-abdomen without contrast was performed which showed that an inferior vena cava filter was tilted anteriorly and contacts the anterior wall of the inferior vena cava. Nearly all inferior struts demonstrated inferior vena cava perforation without adjacent organ involvement. Inferior strut penetration measures up to 4 mm. No strut fracture was identified. There was no evidence of filter migration. The filter terminates 20 mm above the left renal vein due to a retro aortic renal vein. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: h6(device). H11: h6(method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and suspended anticoagulation treatment. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the inferior vena cava. Allegedly, the patient experienced deep vein thrombosis and pulmonary embolism post filter implant. The device has not been removed and there were no reported attempts made to retrieve the filter. Reportedly, the patient experiences intermittent chest pain; however, the status of the patient is unknown.